Event description:
This rv lead was replaced due to increasing impedances. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was found dissected. Three fragments were returned for analysis, the middle fragment was received without conductor cables. It is reasonable to assume that the lead was dissected in the course of the surgery. The performance of the lead fragments was scrutinized. The analysis of the lead fragments demonstrated signs of wear but no short circuits or conductor fractures were found. From the returned lead fragments no indication can be derived that the lead contributed to the increased impedance's. The visual inspection showed further damages which most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.